Event description:
It was reported that the urinary catheter was placed for a patient after hemorrhoid surgery. The catheter balloon was filled with 10ml sterile water. It was reported that when the catheter was pulled out, the 8ml water in the balloon could not be extracted and there was still 2ml water in the balloon when the catheter was pulled out, and the water in the balloon could not be extracted. It was reported that the catheter was removed in vitro and which caused the patient to have continuous urethral bleeding, and the blood stopped after resetting the urethral tube.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure mode could be user related, example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: - do not use petroleum substrate lubricants with the latex-based urethral catheters such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. - do not aspirate urine through the drainage funnel wall. - single use only. Do not resterilize. - for urological use only." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the urinary catheter was placed for a patient after hemorrhoid surgery. The catheter balloon was filled with 10ml sterile water. It was reported that when the catheter was pulled out, the 8ml water in the balloon could not be extracted and there was still 2ml water in the balloon when the catheter was pulled out, and the water in the balloon could not be extracted. It was reported that the catheter was removed in vitro and which caused the patient to have continuous urethral bleeding, and the blood stopped after resetting the urethral tube. Hx: hemorrhoid surgery.